Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because remote manager failed. A field service engineer applied grease to all four connections to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager in the ICU-west experienced a failure. The customer reported that there was no delay in dispensing the medication, as they were able to acquired it from a nearby system. There were no adverse events or injuries reported based on this incident.